Manufacturer narrative:
Pump was received with cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. Pump had intermittent button response due to flattened esc button and act button dome switch.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer requested for insulin pump to be replaced. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.